Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. Programming changes were made by increasing the sensitivity. The patient was in stable condition throughout the intervention.